Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Installed a water filled reservoir, primed pump, and verified the units left at the test reservoir is less than 60 units left. Programmed unit with multiple boluses and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the bolus history screen. The units left at pump display matched properly the units left at the test reservoir. No bolus or delivery anomalies noted during testing. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. No cracked lcd window or cracked reservoir tube window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 32 mg/dl. The customer thinks more insulin was delivered. Blood glucose reading was 142 mg/dl before it dropped. The customer was treated for the low blood glucose with food. Customer¿s blood glucose level was 212 mgdl at the time of the call. The customer declined troubleshooting for low blood glucose. Bolus history on (B)(6) 2017 was reviewed with the customer and the carbohydrate intake was not showing. Customer's blood glucose at that time was 232 mg/dl. Customer also reported the insulin pump had physical damage. There were cracks along the reservoir compartment. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Installed a water filled reservoir, primed pump, and verified the units left at the test reservoir is less than 60 units left. Programmed unit with multiple boluses and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the bolus history screen. The units left at pump display matched properly the units left at the test reservoir. No bolus or delivery anomalies noted during testing. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip. No cracked lcd window or cracked reservoir tube window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.